Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump would not unlock, and the user was guided through a firmware update with instructions to keep the paired phone within close proximity to the pump; the update was initiated, and blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no impact on health or medical care. Investigation included remote troubleshooting and user education. Investigation of this case revealed a device performance issue related to device software or user interface behavior, with the screen reported as unresponsive prior to the update, and no alarms or alerts reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to determine a definitive root cause.